Event description:
It was reported that worsening right bundle branch block (rbbb) occurred. A 23mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. After the valve implant, the patient developed worsening rbbb. A permanent pacemaker was implanted. The patient had a successful outcome.